Event description:
The customer reported the device won't turn on / off. No patient involvement.

Manufacturer narrative:
Correction g1 additional information: g4, h3, h6, h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6). Was performed from date of manufacture 09/27/2018 to the present date 1/8/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device won't turn on / off. No patient involvement.